Event description:
It was reported that before an unknown surgery, the package seal was open. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # 538a04. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 01/17/2023. D4: batch # 538a04. Per photographic evaluation: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first and third photos show a box of product code tct75 with no apparent damages. The second photo shows a package, and the tyvek can be seen partially open on a corner. However, the seal area appears to be completed. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the tct75 device was returned inside its package and partially opened from one side due to incorrect sealing on the blister. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (hole); the damage found compromised the device's sterility. Due to the damages found on the tyvek, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the damage on the packaging. The defect of incorrect sealing has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch/lot number 538a04, and no non-conformances were identified.